Event description:
The hosp claims that the graft was implanted on 3/2/1999, in a pt in very poor health, as an aortofemoral bypass graft. Two days post-operatively, the pt was confirmed to be experiencing renal failure and then multi-system failure. The pt's condition worsened and on 3/30/1999, the pt expired due to multi-system failure. The dr stated that it is unknown if either the multi-system failure, or the death was graft-related. No autopsy will be performed.